Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 57 mm abdominal aortic aneurysm. It was reported that during the index procedure the tip capture mechanism of the bifurcated stent graft would not release. It was re ported the handle was torn apart but the manual release mechanism would not release the tip capture either. A balloon was inflated at the level of the suprarenal stent and the device moved back and forth. It was reported the suprarenal stent then released. The event was reported to be resolved and there was full graft deployment the cause of the event is currently unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.